Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Reportedly, the customer loaded a new cartridge and successfully resumed insulin delivery. Additionally, it was reported that the pump lock screen became frozen on the pump screen and the customer was unable to clear it. Reportedly, pump reset itself clearing the frozen pump screen and insulin delivery was resumed. Customer's blood glucose was 159 mg/dl.